Event description:
On 3/15/2000, an employee at the hosp received a needle stick on the middle finger of the right hand while attempting to deposit a sharp in the container. Kendall's quality assurance dept was notified of this event on 3/16/2000.